Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes were not filling properly. This event occurred 120 times. The following information was provided by the initial reporter. The customer stated: the tubes are not filling properly, the volume is lower.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes were not filling properly. This event occurred 120 times. The following information was provided by the initial reporter. The customer stated: "the tubes are not filling properly, the volume is lower."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: (B)(6) 2022. H.6. Investigation summary: bd received 3 samples and 5 photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing and the issues of underfill and slow draw were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, the reported defects was not observed in the sample and retention testing. Bd was not able to identify a root cause for the indicated failure mode.